Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid leak and flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg was observed. Leak, clear passage, and clamp function testing was performed, and a leak through a closed clamp due to a broken occlude leg was observed. The reported condition was verified. The cause of the broken occlude leg could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.